Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving duraclon (clonidine) and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient stated that their pump had been acting oddly for the last couple of months ((B)(6) 2026). The patient stated they felt as if their pump had changed shape and shifted. The patient mentioned that it was relatively smooth before and now it felt like there was a lump sticking out of it on the front toward the front of their body that almost felt like a nipple but bigger, about the size of a nickel. The patient was redirected to their healthcare provider to further address the issue.